Event description:
It was reported that during a pulse generator replacement procedure, the lead displayed <200 ohms impedance and noise. It was noted that the physician may have touched the cautery blade to the lead, damaging it. There was no historical data for comparison since the patient had been lost to follow-up. The lead was capped.